Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), e1 (event site email), g1 (contact person ¿ mfg site) g3, g6, g7, h2, h3, h6 (type of investigation,investigation findings, investigation conclusions), h11. Corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes). The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, a "gas gain in iab circuit" alarm occurred. Verified from the logs that indeed on 12nov2024, 4:33 am, the machine did prompt it.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, a "gas gain in iab circuit" alarm occurred. Verified from the logs that indeed on (B)(6) 2024, 4:33 am, the machine did prompt it. There was no patient harm or adverse event reported.